Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history record review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 10:15:36. No additional information is available.